Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Ec method code desc - 5: communication/interviews (4111). Additional information: d10. Investigation ¿ evaluation. A visual inspection and functional testing of the returned devices were conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, manufacturing instructions, and quality control data. Two devices were returned for investigation. The other six devices noted in the complaint were not returned. Inspection of the retried devices noted: device a: the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) was finger tight and the collet knob was tight. The polyethylene terephthalate tubing [pett] measured 3.7 cm in length. There was kink in the basket sheath 1.5cm from the distal end of the support sheath. The handle did not fully retract the basket formation in the basket sheath. Functional testing determined the handle actuates the basket formation to the open position. The device handle was disassembled. The basket formation could be manually actuated to the open and closed positions. The handle was rest and reassembled. Functional testing noted that after the handle rest the handle actuates the basket formation to the open and closed positions. Device b: the device was retuned in 3 pieces. Two of the three pieces were knotted together. The proximal segment measured 56.3cm from the point of separation to the nose of the mlla. There was 8mm of coil assembly protruding the basket sheath. The basket heath started to curve 5mm from the point of separation. The basket sheath was bent at the distal end of the support sheath. The distal segment measured 56.7cm and includes the knot in the basket sheath. The middle segment measured from the point of separation to the knot was 39.7cm. There was 2.1cm of coil extending the point of separation. The nitinol wires were protruding from the know, and the third segment measured approximately 17.7cm. The nitinol wire was tangled at the point of the knot, and there was approximately 40cm of loose nitinol wire. The basket formation could not be located. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Two of the eight complaint devices were returned. For device a: the sheath was found to have a kink near the distal end. The basket was open and could not be closed. The handle was disassembled, the cannulated handle was reset inside in the collet, and normal basket operation was restored. It appears the cannulated handle had been pulled free from the collet during use. For device b: the device was severely damaged. The sheath was in broken fragments tied together and the basket formation was missing. The extent of the damage prevented any investigation into the cause of the device failure. It was assumed the device was intentionally damaged by the user after the failure of the basket to function during use. The other six devices that did not function properly during the procedure were not returned. Eight devices not functioning correctly during the same procedure strongly indicates a procedural related issue occurred that repeatedly caused damage to the devices. The lot size was 50 devices produced, and no other complaints from the lot have been reported. The details of the procedure are unknown, so a cause for the issue could not be determined. All devices are inspected for damage and functionality during manufacturing and quality control checks. The cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs) procedure using a ncircle tipless stone extractor, the basket failed to open. One device was inside of the patient's kidney and the basket failed to open. Another 7 devices were opened and tested prior to patient contact and failed to open. The procedure was completed using forceps. No adverse events have been reported as a result of the alleged malfunction.